Event description:
A physician reported finding high impedance with output current ok upon system diagnostics for the patient. The physician at this time decided not to disable the patient's device. The physician said that he was not aware of any trauma to the patient's vns site, but the patient could have fallen during a seizure and not remembered doing so. The patient was referred for revision. No additional relevant information has been received to date. The revision has not occurred to date.